Manufacturer narrative:
An imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for investigation. Visual inspection of the as returned product identified slight bone on threads. No fracture identified. Pre-existing conditions noted on the per is diabetes. The reported device location was #15 and length of usage is approximately 10 years pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants (4869 rev 9-10/19). Information identified: contraindications, warnings, precautions, breakage DHR review: DHR review was completed for the subject lot number (63882316). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63882316) for similar event using keyword fracture and no other complaint was identified. Post market trend review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) number is k101880.

Event description:
It was reported that the implant fractured requiring it to be removed. Patient will return for a new implant. Tooth # 15.